Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The retaining clip for the bipolar head trial did not click into the trial, instead sitting loosely in its desired location. Upon attempting to insert the components would fall apart from gravity. Another bipolar trial set was opened and new clip was used in order to trial. Was surgery delayed due to the reported event? Yes. If yes, number of minutes: 2. Action taken when event occurred? Retrieved a backup tray and opened to the field., was procedure successfully completed? Yes. If no, explain: trials would not fit together appropriately.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.